Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge came out from the minicap. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: facility name - (B)(6). A companion sample was returned to baxter and an evaluation was performed. A review of all batch record documents was performed for lot number gm1402101 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported problem were noted. A visual inspection was performed and the minicap was found opened and the sponge was inside of foil pouch but out of the mini cap. The reported problem was verified via visual inspection. The cause for the reported problem was undetermined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow-up report will be submitted.